Event description:
It was reported that the ilet in a back pocket was accidentally sat on, resulting in a fractured touchscreen that stopped responding and displaying, consistent with a device screen fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem to the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.